Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had sudden pain in their lower abdomen. He did not know why it hurt but it just did. The patient indicated that he had not told her anyone about it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.